Manufacturer narrative:
The device was received with both seals intact and the top case in excellent condition. Scratched keypad. Right / left plunger cases cracked by the screws. The device history report showed (1) primary audible alarm bgnd test (2) acu watchdog failure. The device was tested using the power up process and performed occlusion and motor drive test. The reported problem was unable to duplicate the problem or determine the intermittent error of the primary audible alarm. The root cause was unable to be established and the speaker was carefully inspected and no physical or any other damaged was found. The tech replaced speaker for preventive. Performed occlusion test and all functional tests which passed.remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a primary audible alarm. No patient injury reported.